Manufacturer narrative:
Product event summary: analysis found that the programmer boots to the medtronic screen with distortion noted. As a result the main processing unit (mpu) board was replaced and the hard drive was re-imaged. It was also noted that the floppy drive door was missing, the printer drawer was missing bushing, and the system fan was intermittently noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the programmer was turned on, the screen was distorted and "grainy." When the different tabs were "toggled," it became worse. The clinic could not see enough on the screen to adequately assess device function. The programmer was replaced. No patient complications were reported as a result of this event.